Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high. The customer care advocate (cca) was unable to reach the patient for follow up questions from the medical surveillance specialist. The following complaint was classified based on the original information provided. The patient alleged that the product issue began about one week prior to contacting lifescan. The patient was unable/unwilling to provide specific blood glucose results or provide any details of the comparison they made which led them to believe that the meter was reading inaccurately. The patient was unable/unwilling to answer questions around their diabetes management regimen. The patient denied developing any symptoms. The patient reported receiving treatment from an hcp but was unable/unwilling to provide any further details. The cca was unable to fully troubleshoot the issue as the patient did not have testing supplies available. This complaint is being reported because the patient may have required medical treatment from an hcp after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.